Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, tissue would stick between the l-hook and jaws. It is unclear if the tissue was speci fically sticking to the hook or jaws. No patient injury occurred or medical intervention was required.

Manufacturer narrative:
Evaluation summary one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The investigation found no tissue between the hook and the jaws. The hook was laying flat against the jaws. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.